Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a recanalization procedure, the titanium tip was allegedly separated from the catheter. It was further reported that the tip was still attached to the core wire. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one electronic photo was provided and reviewed. The photo shows the distal end of the catheter shaft noted to be separated from the titanium tip of the catheter. One crosser iq catheter was returned for evaluation. During visual evaluation, it was noted that the marker band was present and not damaged. The distal tip was noted to be separated at the distal end of the catheter shaft but still attached to the core wire. No functional testing was performed due to the nature of the complaint. Therefore, the investigation is confirmed for the reported material separation as the separation was noted at the distal end of the catheter. A definitive root cause for the alleged material separation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6(method) h11: h6(result, conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that prior to a recanalization procedure, the titanium tip was allegedly separated from the catheter. It was further reported that the tip was still attached to the core wire. The procedure was completed by using another device. There was no patient contact.